Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion had 90% stenosis and was located in a shunt in the mildly tortuous and mildly calcified vein. The balloon ruptured on initial inflation at 6 atmospheres for 10 seconds.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.